Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the screws broke off in plate during insertion. The event required revision / medical intervention and it lead to 30 minutes surgical delay. Additional information was requested.

Manufacturer narrative:
Additional information received on april 10, 2017: during a tibia/fibula fracture procedure, the screws broke off when inserting into the plate. Revision/medical intervention was required to remove the screw fragments from plate and out of the bone. The medical staff was able to complete the procedure getting as much of the screws out of bone as possible and moving along. Status of patient is unknown, patient has not followed up since post-op.

Manufacturer narrative:
Integra has completed their internal investigation on may 5, 2017. Results: evaluation of returned device; the screws were not returned to integra for investigation. As such, a failure analysis could not be conducted. DHR review; as neither the size nor the lot number was reported and the implants not returned, a review of the lot records could not be conducted to ascertain if any indications of problems occurred that could have caused or contributed to the complaint. Complaints history; a review of the complaint records for the same product for the alleged hazardous situation/failure mode (3.5mm locking screw breaking) showed five other complaints for this implant having been received from 2015 to april 30, 2017. Conclusion: as the implants in question were not returned for investigation, and no lot numbers were identified, a possible root cause could not be found. If the parts are later returned, this complaint will be reopened and an investigation conducted.